Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported via the manufacturer¿s representative (rep) the device wasn¿t working well for them, but the details as to the percentage relief were unknown along with if any troubleshooting/diagnostics were performed. The consumer needed to undergo a fusion surgery in the area of the implantable neurostimulator (ins) system so the device was explanted to allow for this. Following this the issue was resolved.